Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The target lesion was a 99% stenosed lesion of the severely tortuous, severely calcified right coronary artery. Pre-dilation was performed and an attempt was made to cross the lesion with a 3.0x16mm liberte stent. The device was unable to cross the lesion and was removed from the patient. Damage was noted to the stent after removal. The procedure was completed with a different device. There were no reported patient complications and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).